Event description:
In 2001, the user facility's nurse informed the MFR of the following: attempts to draw blood, unsuccessful, would not flush. Removed device catheter, end of device catheter segment appeared crimped. A 13.0cm segment in vena cava removed by radiology.